Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient's clothes were wet, so decided to remove the catheter. The part of the groshong catheter that is exposed on the surface of the body seems to have broken. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly with a segment of catheter attached and an end cap on the luer connector. Use residue was observed on the sample. The catheter shaft was terminated between 39cm and 40cm depth markings. Microscopic inspection of the distal end of the catheter break revealed a large piece of hardened residue that was completely occluding the catheter shaft. The residue was removed to inspect the break surface which was glossy and striated, consistent of sharp instrument damage. A circumferentially aligned split was observed proximal to the break. The split also exhibited a smooth surface with a region that exhibited clear striations. The features of the split and the break were consistent with sharp instrument damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient's clothes were wet, so decided to remove the catheter. The part of the groshong catheter that is exposed on the surface of the body seems to have broken. There was no reported patient injury. No other information was provided.